Event description:
The customer stated that they received questionable results for a total of 9 patient samples tested with multiple assays on the cobas 6000 c (501) module. Of the 9 samples, five had erroneous initial results for crej2 creatinine jaffé gen.2 that were reported outside of the laboratory. The samples were repeated on other analyzers and the repeat results were believed to be correct. The customer corrected values from all patient samples. The first sample initially resulted with a crej value of 0.40 mg/dl, which repeated as 0.91 mg/dl when tested on a second analyzer. The second sample, from a (B)(6) male patient, initially resulted with a crej value of 0.72 mg/dl, which repeated as 0.98 mg/dl when tested on a second analyzer. The third sample, from an (B)(6) male patient, initially resulted with a crej value of 0.64 mg/dl, which repeated as 0.92 mg/dl when tested on a second analyzer. The fourth sample, from a (B)(6) male patient, initially resulted with a crej value of 0.99 mg/dl, which repeated as 1.54 mg/dl accompanied by a data flag when tested on a second analyzer. The fifth sample initially resulted with a crej value of 1.84 mg/dl, which repeated as 2.9 mg/dl when tested on a third analyzer. No adverse events were alleged to have occurred with the patients. The crej reagent lot number was 316356. The reagent expiration date was asked for, but not provided. The field service engineer determined that the reagent syringe assembly was malfunctioning. He replaced the assembly. He performed a check of the analyzer. The customer ran calibration and controls, recovering values that were expected. Precision studies were performed and these were within specifications. Upon review of the calibration data, calibration failed on (B)(6) 2018. Calibrations from (B)(6) 2018 showed no alarms. The customer did not use rack adapters for 13 mm. Diameter tubes. The investigation determined that the service actions resolved the issue.